Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of pain "due to major glenoid wear". The patient had a hemi shoulder arthroplasty indicating that the "major glenoid wear" is referring to wear of the glenoid bone. The patient received a hemi-arthroplasty 2012. The patient was revised to a reverse total shoulder arthroplasty due to major glenoid wear and pain. Therefore, a review of the DHR and/or the sterilization records was not conducted because the event as described does not appear to be related to the design, manufacturing, labeling, or reasonably foreseeable misuse of the device. Intractable pain is listed in the total joint surgery risks section of the equinoxe shoulder system IFU 700-096-060 rev m. The reported major wear on the glenoid bone does not appear to be related to the design, manufacturing, labeling, or reasonably foreseeable misuse of the device. Section h11: corrections made in the following section(s): (d2) common device name: changed from glenoid to humeral head.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation. Concomitant devices: equinoxe shoulder components.

Event description:
Index surgery: (B)(6) 2012. Pain since 1 year due to major glenoid wear. Patient was revised to a reverse. The case report form indicates that this event is definitely not related to devices or procedure.